Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he needed assistance on how to get insulin to flow. The customer was assisted with infusion set change and settings. Customer's last blood glucose was 494 mg/dl due to he ate some candy. Customer will treat with the insulin pump. No further information provided.